Event description:
During a renal angioplasty procedure the right renal artery, the balloon did not deflate properly and there was difficulty withdrawing the balloon form the catheter. The physician used an express sd stent system and reported that the stent delivered "very well". When the physician tried to withdraw the catheter balloon through the 8f guide catheter, it was not possible. The procedure was completed using this device. The pt condition is reported as "fine".